Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Consumer experienced a chipped tooth.

Event description:
Consumer called stating that they experienced a chip in their tooth when using a sonicare toothbrush.